Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that when a patient presented in-clinic after receiving a vibratory alert, episodes of non-sustained vt due to noise was observed. The lead was explanted and replaced. The patient was in stable condition.